Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a feeding pump. The customer reports that upon plugging the power adapter in to an electrical outlet, she received an electrical shock. The unit was in one hand and the power adapter was in the opposite hand. The power adapter was connected to the unit at the time of the shock. There was no further consequence to the pt and she continued to use the joey pump without any issues. The customer also reports that she did not sustain any injury but did have very light pain in her arm during the hour that followed the shock. No medical intervention required. Based on the info available, it is not yet clear if the unit malfunctioned or if the customer received the shock because she made contact with the prongs when plugging the power adapter in to the wall.

Manufacturer narrative:
Submit date: 05/02/2012. An investigation is currently underway. Upon completion, the results will be forwarded.